Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed flange detect out binary switch test. Switch remains in the pressed state after being physically pressed and released. Multiple attempts were made to realign and return the switch to the out position, however the switch continued to remain latched in the pressed state after physically pressing it. Multiple attempts repeating binary switches test, all failed. There was no patient involvement.